Event description:
It was reported the screen goes black, message saying "serious program error". Service disk was used but did not fix the issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not verify a black screen; however a system error was found in the programmer error log. Analysis found the programmer has a loose ECG (electrocardiogram) connector on a printed circuit board assembly. Analysis also found the plastic handles used in previous handle update are the wrong size causing the handle grommet to bulge out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067 rf (radio frequency) head. (B)(4).